Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the three (3) lower front teeth are loose. The dentist noticed the loose teeth during the last two (2) visits as well. The dentist the teeth do not have enough room to move any further and is very concerned since they are showing beginning signs of gum receding and possible periodontal disease. The bite has changed as the front top teeth no longer touch or meet the front lower teeth. The dentist recommended to stop using byte right away (patient stopped using byte on (B)(6) 2024).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.